Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention occurred wherein the ipg was replaced to prevent additional surgery and pocket site was relocated for comfort.

Manufacturer narrative:
The report of discomfort at the ipg site was not able to be confirmed. Analysis of the returned ipg found it had a stuck processor which occurred at explant. Electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. A manual master reset was used to correct the state and the device was booted into therapy. The returned ipg then communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the ipg pocket site was relocated.